Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, this was restarting directly on windows and not in the carefusion app. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, this was restarting directly on windows and not in the carefusion app. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, section h device manufacture date, imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was restarting directly on windows and not in the carefusion application. A technical support specialist dialed into the device and the station application which launched without any errors. The technical support specialist then accessed carefusion admin and set the station to launch the application via carefusion admin. After rebooting, the station went offline. Then, the specialist verified that the station application was launching as usual and found the issue was related to a password prompt. To confirm, the specialist tested by rebooting the station, which then went offline via remote support service (rss). The technical support specialist requested the customer to unplug the network cable, reconnect it, and perform a reboot to bring the device back online. Once the device was online, the technical support specialist applied the fix on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.